Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using a green hem-o-lok applier, during a prostatectomy, the applier broke when the doctor wanted to apply the 2nd clip. The 1st clip had been applied properly. There was no patient injury. Another applier was used to finish the procedure.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 50 pc. Lot in february of 2016. The returned instrument was evaluated and as received the tube assembly where the jaws are attached is bent/damaged and the jaws are loose and misaligned and the jaw pivot pin is slightly popped and sticking out on one side of the tube assembly and the drive rod is bent at jaw engagement area and the flush port cap is missing thus we are able to validate this complaint. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is undetermined what caused the tube assembly where the jaws are attached to be bent/damaged and the jaws to be loose and misaligned and the jaw pivot pin to be slightly popped and sticking out on one side of the tube assembly but mishandling at the customers facility is suspected.

Event description:
It was reported that while using a green hem-o-lok applier, during a prostatectomy, the applier broke when the doctor wanted to apply the 2nd clip. The 1st clip had been applied properly. There was no patient injury. Another applier was used to finish the procedure.